Event description:
Physician was performing a left ulnar collateral ligament repair. During the case a zimmer drill bit #2318-20 broke off while he was using it. An x-ray performed in the operating room to confirm that all the pieces were recovered and not retained in pt. FDA safety report ID# (B)(4).